Manufacturer narrative:
A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer¿s acceptance criteria. A complaint lot history examination indicates one other complaint for this reported issue. The samples were visually inspected using 25x magnification and found to be conforming. Actuation testing was performed and both samples were deemed conforming. No foreign material was observed coming from the cutter opening for both samples. A dvd provided with this complaint was reviewed. No shiny material was observed. The complaint evaluation does not confirm foreign material exiting the probe cutter opening. The probe met all visual inspection and functional testing. (B)(4).

Event description:
An ophthalmic surgeon reported observing shiny opaque particles expel from the cutter during a vitreoretinal procedure of an unknown eye. The surgeon removed as much as possible during the surgery; however, it could not be confirmed that all of the particles were removed. There was no harm to the patient. The surgery was completed without replacing the product. The product sample was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).